Manufacturer narrative:
(B)(4). The hernia was manifested by vomiting, nausea, and weight loss on an unreported date in (B)(6) 2015. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a worsening left lower quadrant hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. The hernia was manifested by vomiting, nausea, and weight loss. The patient was not hospitalized for the event. It was reported the patient was initially performing pd therapy with a non-baxter solution when the symptoms started and experienced a worsening hernia when they switched to baxter products. A hernia repair surgery was performed and at the time of this report, the patient had recovered from the event. Pd therapy with dianeal solution was ongoing. No additional information is available.